Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist (tss) identified three results for patients admitted on the reported date and ran reports, confirming medication removals on the respective dates. Tss requested additional information from the customer via email to continue troubleshooting; however, the customer later stated that the issue was no longer required as the patient had been discharged. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, single patient profile was not shown in correct order. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.